Manufacturer narrative:
One used 8 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath along with the header bag, locator and guidewire along with retainer. No anomalies were observed on the locator or the guidewire. The polyfoil pouch was returned which as well was completely opened. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture unspooled as intended with collagen, the tamper tube did not exit from the sheath. No other functional anomalies were noted with the device. The carrier tube was separated from the hemostasis sheath to discover the cause of obstruction. The carrier tube was cut, and the presence of the blue tamper tube was confirmed. Excessive dried blood-like substances were observed on the tamper tube and within the inner cannula of the tube. No other visual anomalies were noted with the tamper tube. For dimensional testing, the outer diameter of the tamper tube was measured to be 0.079'' which was within the specification of 0.081 +0.000/-0.005. The outer diameter and inner diameter of the carrier tube were measured to be 0.102'' and 0.088" which was within the specification. The complaint could be confirmed for the failure mode of "pullout" upon investigation. The likely root causes for this issue may include the device sleeve was not positioned into the full-forward lock position or an obstruction to the anchor posting to the distal tip. The tamping tube did not release due to obstruction by dried blood like substances between the carrier tube shaft and tamper tube outer surface. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that closure with the angio-seal device was not possible. Closure with 8f angio-seal vip after an acute stroke treatment (trombo-suction) procedure for the patient. A 9f guiding sheath was used, a micro catheter and a suction catheter were used for treatment. The procedure was completed with success. No problems during arterial puncture and insertion of the sheath. Patient was not obese, correct puncture angle and insertion of angio-seal sheath. During the closure procedure no friction or other exceptional things occurred during the locate the artery and set the anchor steps. When the pullback was done there was no resistance and the complete device was pulled out. The anchor, suture or collagen were not visible. The puncture was closed by manual compression and was successful. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was not performed. Issues with withdrawal: no resistance, whole device as pulled out, no deployment of the anchor. There was no harm to the patient. The patient's condition was stable. Hemostasis was achieved by manual compression.